Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a vela supernal stent graft extension and (2) infrarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately, 4 years post initial procedure the patient presented with a type 3 endoleak of indeterminate origin with sac growth. An intervention was completed. The patient was relined with a non-endologix (medtronic endurant) stent graft. The intervention was successful and the patient was reported as stable.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, a vela supernal stent graft extension and (2) infrarenal aortic extensions to treat an abdominal aortic aneurysm (aaa). Approximately, 4 years post initial procedure the patient presented with a type 3 endoleak with contrast seen outside of the graft margins was identified. The sac grew almost to its original size. Was 8.2cm when re-intervention was performed the same day. Patient was treated with a non-endologix (medtronic endurant graft). Reline was successful and the patient is stable. Subsequent to the initial report, clinical assessment determined there was evidence to reasonably suggest a rupture occurred that was not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported events of indeterminate endoleak and sac growth are unconfirmed due to a lack of relevant of medical records and imaging, as the discharge summary was all that was provided. However, there was evidence to reasonably suggest a rupture occurred that was not included in the event as reported. The rupture was discovered during review of the 48-month post index discharge summary. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified for the re-intervention were abnormal blood loss and a prolonged hospitalization. The final patient status was discharged on the fourth post-operative day home stable following an endovascular repair. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem ¿ updated d4: lot expiration date - updated h6: result code ¿ remove 3223 h6: conclusion code ¿ remove 11.